Manufacturer narrative:
The insulin pump received with protruded/loose drive support disk, minor scratches on display window, broken battery tube threads, cracked reservoir tube lip. The insulin pump was unable to prime during the prime test due to protruded/loose drive support disk. No prime alarm noted. The motor error alarm during basic occlusion test due to protruded/loose drive support disk.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and became stuck in the priming loop. The customer did not know the blood glucose reading. He stated that he received the alarm while he was changing the reservoir. He stated that the insulin pump had not been dropped or bumped prior to alarming. He reported that the insulin pump had a protruding drive support cap. He stated that he had not pressed the cap while connected to the device, as he did not realize that it was there. He was advised that during seating, the force sensor did not detect the reservoir. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.